Event description:
It was reported that a user¿s dexcom g7 sensor paired with the dexcom app but failed to pair with the ilet despite troubleshooting, including toggling bluetooth and attempting to restart, resulting in intermittent communication failure associated with the electrical/magnetic antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the cgm and ilet, consistent with an intermittent communication failure related to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.